Event description:
Mis element started with prospace xp at l3 - l4 and l4 - l5. Surgeon noted it was difficult to see markers on x-ray. One screw l3, surgeon attempted final torque of the set screw (sw375t); threads sheared off. Repeated. Stripped four or five set screws before getting a set screw to seat to his satisfaction. Surgeon was able to irrigate and suction out any loose threads. Patient's right side. One tower was difficult to remove and was damaged. Surgeon was trying to adjust the rod (patient's right side) while manipulating the screw (st064t) and the screw came out of patient bone with rod in place. The other screws remained in place. Surgeon put a larger diameter screw (st074t) in place of the unseated screw and adjusted the rod. Surgery was extended about two hours to achieve desired results. Construct was placed to surgeons satisfaction. No patient injury. Patient was reported to be up and having typical reactions the day after surgery. All implants discarded by central sterile at facility. Lot numbers are unknown.

Manufacturer narrative:
Manufacturing site evaluation: evaluation ongoing.